Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for additional information: g3, g6, h2, h3, h6, h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigations could not be replicate the reported failure. The monitor was installed and tested on the test system. System started up with good image. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 30 times, no issue occurs after extensive use. This is an intermittent issue.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that after resolving the endoscope issue with missing right eye errors, the csr stated that the surgeon side console (ssc) had a black right eye. The csr changed out the ssc to another one and the site was continuing with case. The tse advised the csr to perform a restart of system the address the issue. The csr will start ssc in stand alone to see if screen turns on. The procedure was converted to another dv ssc and completed with no reported injury. Isi followed up and obtained the following additional information: according to the da vinci clinical territory associate, the procedure delay was less than 15 minutes. Patient demographics were not available.

Manufacturer narrative:
An isi field service engineer (fse) investigated the reported event. The customer reported that the right eye continued to be blank after restart. The fse was unable to recover error codes that pointed to complications with the right eye. The fse replaced the high resolution stereo viewer (hrsv) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the hrsv for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the total colectomy procedure occurred on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another dv after the start of the procedure due to the surgeon side console (ssc) having a black right eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.